Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D10: - concomitant medical product - correction. H2: type of follow up - correction. Correction, please disregard MDR regulatory awareness date - 8/15/2024. It was submitted in error on the initial MDR. The correct MDR regulatory awareness date is 8/22/2024.

Event description:
Subsequent to the initial MDR, a correction is required.